Event description:
A customer reported that during "exploitation", a system message displayed. Another footswitch was used to resolve the issue. The timing of the event is unclear, however, it was reported that there was no pt impact as a result of the event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).